Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, chest discomfort and feels the same as before the pacemaker was implanted. It was further reported the right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.